Event description:
The customer reported that the battery on the heartstart xl was not charged when plugged in to ac power. There was no pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.